Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The error codes were cleared and then proper device operation was observed through functional and performance testing. The loaner device was placed back into service.

Event description:
Prior to providing a lifepak 12 loaner device to a customer, it was observed by a physio-control's field service representative that the device was displaying an illuminated service indicator and had an error code logged in memory indicating multiple "warm boots". There was no patient use associated with the reported failure.